Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly, the original cataract surgery in patient's left eye was complicated due to capsular damage. The implanted lens was subsequently exchanged with an anterior chamber lens. Patient's current vision is 20/200 due to pre- existing amblyopia.

Manufacturer narrative:
The inserter was not returned for evaluation. Device history records (DHR) review could not be performed as the lot number was not provided. Based on the information provided, the root cause for this event can't be determined.